Event description:
It was reported that during a shoulder arthroscopy the fluid pressure arouse considerably. Pressures were set at 30, but it got really high and the surgeon had to change to another inflow tubing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Due to device contamination, a visual evaluation was performed. Photographic evidence provided for an ar-6415, batch number n4035, revealed compression of the neoprene sleeve. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex was able to determine the most likely cause of the reported failure. The issue is most likely attributed to misuse, specifically unplugging and re-plugging the pressure line connector into the pump, which can cause pressure decay or spikes and potentially lead to the collapse of the neoprene sleeve. Additionally, improper clamping and release of the tubing may trigger pressure failures and result in compression of the neoprene sleeve.